Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. It was noted that the sensing and impedance measurements were good. It was questioned what might have caused the loss of capture. Technical services (ts) noted possible dead cardiac tissue or microdislodgement of the lead. A revision was performed, during which the lead was successfully repositioned. To date, there have been no reported adverse patient effects related to this clinical observation.